Event description:
It was reported that the customer's insulin pump had an error alarm during priming. It was stated that once the alarm was cleared a blank display appeared, and then the device started to count up again. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm during the displacement test as a result of a motor with high current draw. However, the device powered up properly. Further testing could not be performed due to the motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.